Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context as the eversorb scaffold was implanted; oct imaging identified partial malposition of the implanted scaffold. Post dilation using a balloon catheter was performed to address the malposition. Oct dragonfly catheter was advanced to ensure full apposition of the scaffold; however, the dragonfly catheter had difficulty crossing the lesion. An extension catheter was used to assist in crossing the lesion successfully. During the oct dragonfly pullback imaging a scaffold break was observed. It is likely the extension catheter in combination with the oct dragonfly catheter interacted with the implanted eversorb scaffold during positioning of the dragonfly catheter. This interaction likely resulted in the reported device damaged by another (implanted) and subsequent scaffold break. Additional post dilation was performed with a balloon catheter to address the reported malposition of the scaffold due to the fractured scaffold links. The device was successfully apposed to the vessel wall without further issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
(B)(4). It was reported that on (B)(6) 2026, one 3.75 mm × 28 mm eversorb scaffold was implanted in the mildly calcified, mildly tortuous, mid right coronary artery. After implantation, post dilatation using a non-compliant (nc) balloon dilatation catheter was performed to optimize the device apposition, followed by optical coherence tomography (oct) imaging. As partial malapposition was observed, additional post dilatation was conducted. Subsequently, oct was attempted again to evaluate the final implantation status; however, advancement of the oct imaging catheter across the lesion was difficult. Therefore, a guide extension catheter was used, which allowed successful delivery of the oct imaging catheter distal to the lesion. During the oct pullback, a double black box appearance was observed in the proximal portion of the eversorb, indicating that there was a partial (focal) fracture of the study device, but it is not separated in two pieces. Balloon dilatation was performed, and the fractured portion was successfully well apposed to the vessel wall. The eversorb scaffold remains implanted in the patient. Final angiography demonstrated timi 3 flow. The patient experienced no adverse clinical event and was discharged the next day. The implanting physician believes that the focal fracture of the study device was due to physical (mechanical) contact that occurred between the eversorb and the guide extension catheter used to deliver the oct imaging catheter during the second oct assessment conducted after completion of the eversorb implantation. The patient was discharged in stable condition on (B)(6) 2026. No additional information was provided. The eversorb device is currently not commercially available in the us; however, it is similar to a device sold in the us.